Event description:
The hcu30 emitted smoke during the cleaning procedure when no patient was connected. A first look at the machine showed burn marks on the insulation around the cardioplegia heater element.